Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. Customer took medication and believes that's the cause of her high glucose readings. Customer's blood glucose value was 477 mg/dl at the time of the call. Customer mentioned the insulin pump has been alarming no delivery. After reviewing the insulin pump, no insulin was left in the reservoir. Explained that was the reason for the no delivery alarm. Customer declined to troubleshoot further. Customer was advised to change the infusion set, reservoir and insulin. Customer also mentioned she had been in the emergency room but was not due to diabetes. The product is not expected to be returned for analysis.